Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.

Event description:
The customer reported the upper part of the touchscreen was unresponsive during the pre-use check. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (fse). The customer confirmed the reported issue via operational check. The customer replaced the touchscreen and passed functional testing. The reported issue was resolved. No other anomalies were reported.